Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type extension product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type extension product ID 3389-40 lot# 0212182835 serial# implanted: (B)(6) 2017 explanted: product type lead product ID 3389-40 lot# 0212194722 serial# implanted: (B)(6) 2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator. It was reported that two months after the discovery of the infection the patient experienced redness around the wound on the right side of their neck; an infection was noted. The implantable neurostimulator (ins) and extensions were explanted on (B)(6) 2017 after the patient was treated with both IV and oral antibiotics. Following the explant the health care provider (hcp) cleaned around the wound area with an antiseptic and sutured it closed. It was also noted that the hcp wanted to keep the old leads. The event was considered resolved. The patient's concomitant medications included: azilect (1mg) 1 tab per oral once daily and madopar 50/200) 1/4 tab per oral tid

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3389-40, lot#: 0212182835, implanted: (B)(6) 2017, product type: lead. Product ID: 3389-40, lot# 0212194722, implanted: (B)(6)2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator. It was reported that after the patient's stitches were off at the 7th post-op day, swelling, redness, burning pain were noted around the implantable neurostimulator (ins); an infection was reported. It was also noted that the patient complained about a wound. The patient went into the hospital where they were treated with intravenous antibiotics for 10 days and were admitted. The patient was then changed to oral antibiotics until the day of this report. The event was considered resolved. No further complications were reported/anticipated.